Manufacturer narrative:
H10 related report numbers, corrected data: supplemental #01 report inadvertently left blank.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently selected other serious. B5 describe event or problem, corrected data: initial report inadvertently did not note that the serious injuries and the death are being captured in two separate MFR. Reports. F10 adverse event problem, corrected data: initial report inadvertently coded events captured in a separate report instead of e2403.

Event description:
An article titled "vagus nerve stimulation in medically refractory epilepsy: adverse effects and clinical correlates" was reviewed and revealed that 8 out of the 43 patients in the study experienced severe side effects and 6 patients were admitted into the ICU. Major side effects: 17 patients experienced dysphagia, 10 patients experienced dyspnea, 3 patients experienced snoring, 4 patients experienced aspiration pneumonia, patients also experiences increased seizure frequency and increase in secretions (captured in MFR. Report # 1644487-2024-00994). 1 patient passed away (captured in this report, MFR. Report # 1644487-2024-00927). No further relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e0705, health effect - clinical code: e010901, health effect - clinical code: e102802.

Event description:
Review of a scientific article about patients' being implanted with the vns revealed that eight experienced mild to severe side effects. Out of all the patient's in this study, six required admission into the ICU. The major side effects reported were dysphagia, dyspnea, snoring, aspiration pneumonia, increased seizures, increased secretions and death. No other relevant information has been received to date.